Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed right ventricular (rv) lead oversensing noise resulting in pacing inhibition. No changes or intervention were performed. There were no patient consequences.

Event description:
Additional information received notes that on (B)(6) 2023 the right ventricular (rv) lead was capped and replaced. The patient condition was stable.